Event description:
It was reported the graftmaster was being used to treat a massive long perforation that was noted after post dilatation of another company's drug eluting stent. The first graftmaster 3.5 x 16 was placed without a problem. However, the second graftmaster 3.5 x16 stent dislodged as it was being advanced through the drug eluting stents. A vision stent was used to crush the dislodged graftmaster so that it was sandwiched between the drug eluting stent and the vision stent. The perforation was then treated with pericardiocentesis. Reportedly, the pt is doing well.

Manufacturer narrative:
Based on the review of the device history records, it can be assumed that the device was in working order and left co as per specifications. The device was not returned to the co for investigation; and therefore, not root cause could be determined